Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a coronary stenting treatment procedure, the device was unable to cross the lesion. The lesion was located in the highly calcified left descending artery (lad). A 8mm x 2.25mm taxus element/ion stent delivery system (sds) was advanced to the lad; however, the device was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's current condition is stable. Returned product analysis revealed a stent damage.

Manufacturer narrative:
(B)(4). Device is combination product. Returned product analysis revealed stent damage. There was contrast visible in the inflation lumen. The balloon was tightly folded with the stent secured on the balloon. The tip was damaged and there was bent and flared struts in the first and second row from the distal end of the stent. There was also a kink in the balloon/inner shaft 1 cm from the distal tip; the kink was aligned with the damaged struts. Magnified inspection revealed no evidence that the stent damage, shaft kink or tip damage were attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).